Event description:
It was reported that the lead was not capturing or sensing and the patient was experiencing diaphragmatic stimulation when the device was pacing. The lead was capped and replaced. It was reported that the new lead has high lead impedance readings. The new lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.